Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left knee was revised after patient complained of pain. Surgeon reported that tibial components had been loosened. As the facility reported that patient had scorpio implants, the rep reported that new scorpio implants were ordered for the revision. Intra-operatively, patient was found to have only triathlon implants. Rep reported that the patient had a previous revision at an unknown facility, performed by an unknown surgeon at an unknown date. Surgeon elected to continue with the revision using the scorpio tibial implants available.